Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, after the firing, there was a moment when the cartridge wobbled more than usual, and it seemed that the metal fitting in question may have come off at that time. When the cartridge was positioned toward the abdomen side and articulation to the left was performed, it seemed that the metal fitting on the right articulation part has come off. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot# p4h1063), egia60amt egia 60 artic med thick sulu (lot# p4j0862), sig power sigadaptstnd linear adapter (serial# unknown), sig power sigpshell control shell (lot# unknown), sig power sigphandle handle (serial# unknown), egia60amt egia 60 artic med thick sulu (lot# unknown), egia60amt egia 60 artic med thick sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d3, d4, d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired. The clamping mechanism was deformed. One of the blowout plates was disengaged from the reload. Functionally, the test media was transected. The reload interlock was tested and found to function properly. It was reported that the reload was loose on the device. The reported issue was not confirmed. The most likely cause could not be established from the information available. It was reported that the reload disengaged and the reload was loose on the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The deformed clamping mechanism condition may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.